Event description:
New information received indicated the lead continued to exhibit high impedance and had an impending fracture. No device intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high pacing impedance on the right ventricular lead was observed via remote transmission. The patient was in a slow ventricular tachycardia and lead revision was discussed. The patient later discharged himself from the hospital without any procedures and was stable during the event.